Event description:
It was reported to medtronic neurosurgery that several days after the operation the valve was found to be leaking and there appeared to be an infection. According to the report, the device was explanted.

Manufacturer narrative:
The device has been received. Device evaluation is anticipated but not yet begun. A review of the manufacturing and sterilization records showed no anomalies. All of our valves are 100% tested at the time of manufacture.